Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had a component damage, sticky trigger and would not run due to a defective trigger. It was further determined that the device failed pretest for general condition, check for sticky triggers, check the forward/reverse modes function, check the osc mode function, check the oscillation angle and check switching function forward/reverse in running mode. Therefore, the reported condition of a sticky trigger was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: oscillating saw attachment device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from canada that the reverse button of the small battery drive device was stuck and was suspected to have lost its spring while being used together with the oscillating saw attachment device. The reporter further clarified that the trigger was stuck and not moving well. According to the reporter, the trigger had to be pushed in very hard to activate the reverse function, and when the pressure was released, it took longer for it to return to normal position. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no human patient involvement as the facility is a veterinary medical hospital, and therefore, the device was used for veterinary purposes only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.